Event description:
The customer reports inserting the dilator into the sheath of an 8fr armour sheath and the tip of the sheath snapped off.

Manufacturer narrative:
Qn# (B)(4). Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined. A device history record review was performed, and no relevant findings were identified. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Additional requested regarding patient condition and event. No additional information received at the time of this report.

Event description:
The customer reports inserting the dilator into the sheath of an 8fr armour sheath and the tip of the sheath snapped off.